Event description:
The surgeon implanted the icm115v4 implantable collamer lens on (B)(6) 2010 and the lens was removed on (B)(6) 2012 due to low vault and lens opacity. The icl touches the crys.

Manufacturer narrative:
Evaluation: method - lens work order search. Results: the visual inspection of the returned lens showed the lens was returned dry with a clear surgical residue on it, however, there was no visible damage observed. A lens work order search revealed that there were no similar complaint for the same type of problem from the work order. The lens was re-measured against original value and found to be within the original design specifications. Medical review: review of this file indicates that the surgeon did not implant this lens in accordance to the dfu requirements. Low vaulting with or without rotation of the lens was noticed in the post-operative period. The surgeon did or did not attempt to reposition the lens. No lens opacity was noted. The lens was removed and was exchanged for a longer lens length with a similar diopter. No lens opacity was noted. According to (B)(4), it has been determined that the inadequate vaulting is a consequence of a wrong lens use failure mode and patient condition. (B)(4).

Manufacturer narrative:
(B)(4) - surgical procedure, secondary. Cataract. (B)(4) - explant. Vaulting, low. (B)(4).